Event description:
A report was received that the patient was experiencing burning sensation, pain and sporadic shocks at the implant site even when the stimulation was on or off. Database analysis were observed and revealed no anomalies. The patient was provided with an unknown medical treatment.